Event description:
Advocate stated some of her mother's blood glucose readings of the past week were not stored in the memory of the contour next usb. No allegation of an adverse event. Advocate was advised to return the meter for evaluation. A new meter was sent to the customer.